Manufacturer narrative:
The exact date of the event is unk. Approximate date of occurrence is 2010. An eval of returned product from the same lot was conducted and was found to meet company standards. A device history review is in process. If there is any further relevant info from that review, a supplemental medwatch report will be filed. (B)(4).

Event description:
This is the first of two reports on the same event involving two lot numbers of the same product. Refer to medwatch 3006186389-2010-00004 for a description of the second report. On (B)(6) 2010, a pt reported experiencing irritation and poor comfort while wearing air optix aqua multifocal lenses and as a result had been refit to an alternate lens type. In a f/u letter rec'd from the pt on (B)(6) 2010, the pt reported in addition to finding the lenses uncomfortable, he had difficulty attaining clear vision and experiencing a very painful corneal abrasion in his left eye that took two weeks to fully heal. On (B)(6) 2010, our firm contacted the optician who dispensed the lenses. The optician indicated the pt was seen in their office on (B)(6) 2010 reporting a feeling of foreign body sensation. The pt was refit and was last seen on (B)(6) 2010 to finalize his prescription. The optician reported there was no notation of a corneal abrasion recorded in the pt's medical records following either visit. Requests have been made to the consumer to determine if he rec'd treatment from another eye care practitioner concerning the reported abrasion.